Event description:
Complainant alleged that while attempting to pace a 56-year-old male patient, the device failed to capture the patient's heart rhythm and shut down unexpectedly. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "the device failed to capture the patient's heart rhythm" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The logs indicate that when pacer was active it was never lost on the patient. It consistently paces from when it was activated until it shut down with the shutdown warning. The customer's report of "the device shut down unexpectedly" was observed and attributed to the battery connection assembly. The battery connection assembly was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.